Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that during a spinal surgery that was unrelated to the patient¿s pump system, the patient¿s catheter was cut. A revision kit was used to splice the catheter back together. It was calculated that, with approximately 10 cm of the catheter were empty as a result of the splicing, it would take about 6 hours for those 10 cm to fill with drug. No symptoms were reported.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Additional information was received from the manufacturer¿s representative on 2017-jan-09. The initial reporter information was provided. It was also reported that the cut and spliced catheter had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.